Event description:
The customer reported via phone call that there was a sensor cannula/introducer needle break with their sensor. Customer's blood glucose was 128 mg/dl. The customer stated the sensor cannula or needle was not attached upon removal of their sensor. Customer also reported the transmitter did not blink when connected to the sensor. The customer's sensor will be returned and replaced.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed the sensor initialization test. Confirmed that the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. Unable to confirm the needle anomaly due to needle not being returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.